Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009 product type: lead. Product ID: 3998, lot#: l94314, implanted: (B)(6) 2001, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having a return of pain, they weren't getting as much relief from the cervical lead/it died and was having difficulty charging. The patient specified that they were charging more often the he was told he would have to; they were charging every 4 to 5 days instead of 1 week to 10 days. It was also reported that it was taking longer (sometimes over 2 hours) to charge the implantable neurostimulator (ins). Regarding the change in therapy, the stimulation was covering the pain in the patient¿s arms but then was only somewhat covering the pain. They would increase the stim until he couldn't stand it because it was uncomfortable, and it did not help. An hcp who met with the patient later reported that the patient was not getting any stim coverage in their upper arm. On 2019-apr-18, a manufacturer representative (rep) reported that the patient continued to charge longer than expected. It was discussed that turning the screen off on the controller would recharge the ins quicker. The rep also reported that an electrode was out that affected the constant current and electrodes 9 <(>&<)> 13 were above normal range. In the end, the rep noted that they would talk to the patient on the following day. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins taking longer to charge and the patient having to charge the ins more often was that the patient tried to charge while performing activities without using the recharger belt. The rep said it was unknown if the charging issues were resolved because the patient had not returned the rep's call. The rep said that electrode 9 was out and electrode 13 was listed as avoid; the rep noted that there was not a dead lead. The rep said they didn't know why there was a problem with contact 9, and 13 was a new issue that the rep also didn't know why it was occurring. No further complications were reported.